Event description:
The customer alleged they received a questionable (B)(6) confirmatory test result for one patient. It was unknown what analyzer was used in this event, but 2370-12 was provided for the serial number. The date of this event was unknown. The patient had two samples processed and received (B)(6) results for both samples. The (B)(6) confirmatory test was processed with positive results. The patient claimed the sample was processed by chemiluminescence in another laboratory and the result was (B)(6). It was unknown if any results were reports outside the laboratory. It was unknown if there were any adverse events. The (B)(6) confirmatory test reagent lot number and expiration date were not provided. Clarification for the unknown information has been requested.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.

Manufacturer narrative:
The patient was not harmed. The patient's current condition was healthy.

Manufacturer narrative:
A root cause could not be determined with the information provided by the customer. There was no sample available for investigation.